Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Manufacturer report number: 2017865-2020-11606. It was reported that the patient presented via remote transmission. Upon review, it was revealed that the right ventricular lead exhibited over-sensing and inappropriate detection of a ventricular tachycardia, with no therapies provided. The patient presented to the clinic the same day and it was discovered that the right ventricular lead had dislodged. It was noted that this patient has had previous lead dislodgements due to twiddling. Also, the patient had indicated that she had fallen several times in the previous weeks leading to the event. However, the physician suspects that the patient twiddled her device again causing dislodgement rather than the patient's fall causing it. The patient presented for lead revision procedure on (B)(6) 2020. During procedure, the right ventricular lead was disconnected from the implantable cardioverter defibrillator. Upon repositioning, several attempts were made to advance the right ventricular lead helix. However, the lead helix could not be extended. The lead was removed from the body, the tip was cleaned, and attempts were made outside the body to extend the helix. The helix was not able to be extended. The right ventricular lead was not used and was replaced. The patient remained stable before, during, and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.